Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided ¿ which may include the returned device (if available), photographs, videos, the event description, and any additional field input ¿ arthrex has determined the most likely cause. The most likely cause is misuse due to excessive user-applied mechanical forces, such as prying or leveraging the device, which caused the attachment to break inside.

Event description:
On 08/29/2025, a sales representative reported via (B)(4) that an ar-300b burr attachment 2.35 mm has broken off inside the device, and it will not come out. The issue was discovered during the surgery. Another device was swapped, and the case was completed with no adverse effects to the patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.